Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer¿s blood glucose ranged from 180-181 mg/dl. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device not returned.